Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Upon review, the tones were due to an out of range right atrial (ra) lead pace lead measurement, measuring greater than 3000 ohms. Additionally, it was noted that this device oversensed the respiratory rate trend (rrt) signal on the ra lead, which resulted in inappropriate atrial tachy response (atr) episodes. Technical services discussed possible causes, provided troubleshooting options and recommended to bring the patient if for evaluation. At this time, the device and ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Upon review, the tones were due to an out of range right atrial (ra) lead pace lead measurement, measuring greater than 3000 ohms. Additionally, it was noted that this device oversensed the respiratory rate trend (rrt) signal on the ra lead, which resulted in inappropriate atrial tachy response (atr) episodes. Technical services discussed possible causes, provided troubleshooting options and recommended to bring the patient if for evaluation. At this time, the device and ra lead remains in service. No adverse patient effects were reported.